Manufacturer narrative:
The product is expected to be returned for analysis. At this time, the lead has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was experiencing diaphragmatic stimulation every day. Stated physician done every test possible. CT scan performed and it was deemed to be normal. Additional information was received. Diaphragmatic stimulation not able to reproduce. Insisted this right ventricular lead was explanted. During revision procedure, physician encountered difficulty removing this lead. Helix was stretched /straightened. Unable to be extracted during this removal attempt. Four days later, this lead was successfully explanted and replaced. No adverse patient effects were reported.